Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer drive support cap anomaly and also received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 25 mg/dl at the time of the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as loss of consciousness 3 times a day. The customer was wearing the insulin pump during the incident. The customer reported a loose drive support cap and that they were getting motor error alarms for the past 2 years when they change the reservoir. The customer stated the pump was not recognizing the sensor. Troubleshooting was not completed as the customer declined. The customer also reported another low event of 39 mg/dl on (B)(6) 2018. The customer mentioned they went to the hospital 2 to 3 times and got emergency medical assistance at home 5 to 6 times for lows. The insulin pump will be returned for analysis.